Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Programmed device with the current time and date and monitored for four days. The time has not drifted and is accurate. Time and date function is performing properly. No time or clock anomaly noted. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delay on advancing the time. The customer reported that the time would not keep up with current time. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.